Event description:
It was reported that approximately 75 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and extensive osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant products: (B)(6) - 02-010-03-0325 - logic cr femoral cem, right, sz 2.5. (B)(6) - 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) - 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that approximately 75 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and extensive osteolysis. Post operative diagnosis noted mechanical failure of right total knee replacement. Post operative findings noted complete medial polyethylene wear with fracture polyethylene. Intraoperatively the surgeon observed moderate effusion, medial and tibial osteolysis extending to the stem of the prosthesis and the entirety of the medial aspect of the femur. It was also noted there was synovitis consistent with poly wear extensively throughout the knee. Upon removing the tibia, the surgeon observed a fracture through the osteolysis of the posterior medial plateau. The posterior medial void was filled with cement and had additional fixation of the remaining fracture fragments. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, bone fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected medical device and investigation clinical codes.